Event description:
My surgeon used the medtronic infuse which caused me significant pain and required me to frequently visit my doctor. I'm constantly worried about it getting worse and needing another surgery.